Manufacturer narrative:
Crem (creatinine) module appears to be leaking from the reaction cup. Service replaced crem cup lines.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. No injury was reported, and there was no effect to patient or user.